Event description:
The ventilator would not turn on without an external power source. The carefusion service tech reported that the ventilator had a seized turbine with an audible alarm.the problem was found during service and was not connected to a patient.